Manufacturer narrative:
The customer stated that the blank asi was found during monthly check. Troubleshooting of the AED with the customer by using a spare battery pack did not work either. They confirmed no testing is being done and unit is stored correctly. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their asi light was blank. The customer stated that the blank asi was found during monthly check and that the 9v battery was replaced. They did not report that this event occurred during patient use.